Manufacturer narrative:
(B)(4). B3: only event year known: 2025. Date sent: 8/26/2025. D4 batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. 1. Did device drop or eject clips? 2. Did the clip not hold on the vessel or tissue once placed? 3. How was the issue addressed? 4. Please confirm device malfunction lot#. 5. Regarding "has been a recurring problem over the past year", provide the specific number of patient events: 6. Did the event occur during one or multiple patient procedures? 7. What is the total number of procedures? 8. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). 9. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bariatric sleeve gastrectomy procedure, the device consistently failed to properly hold the clip in place each time it was fired. The issue occurred multiple times throughout the procedure. No patient harm has been reported related.

Manufacturer narrative:
(B)(4) date sent: 9/3/2025 corrected data d4: UDI# the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Did device drop or eject clips? No the clips either twisted on themselves or would not hold. 2. Did the clip not hold on the vessel or tissue once placed? It was on the staple line of a gastric sleeve procedure as he always does ¿ the clips did not hold 3. How was the issue addressed? He used 2 clip appliers_ after failure of 2nd one he used vista seal ¿ which he always uses anyway. 4. Please confirm device malfunction lot# see above 5. Regarding "has been a recurring problem over the past year", provide the specific number of patient events: this something I am learning from past rep, surgeon and pa. As well as staff in room. This has been an occurring issue with the clip applier. I don¿t have number of clip applier sent back. 6. Did the event occur during one or multiple patient procedures? It has continually happened under my witnessing it. Just not this bad. This was every clip ¿ typically its about 5 clips that twist and do not hold. I assumed I was because the staple line and metal on metal causing the clip to twist. 7. What is the total number of procedures? Unknown 8. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). I do not have reference numbers as this happened under another rep. I would assume there is record of dr. (Please refer to the attached email). I had one earlier in summer but I was deemed the clip applier did not work. ¿ no clips ejected. Pc-001909458 9. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). I wish I had them please note I did some research before his next case and asked him to try the 10mm ¿ he did, and it worked great. He has used the 10mm ever since with no issues. Visibly the tips on the 10mm and 12mm look different. The dr states the 12mm appears to be plastic versus metal for the 10mm.